Manufacturer narrative:
Pxc141000 UDI information (B)(4).

Event description:
On (B)(6) 2016, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk-ipsilaterl leg component was implanted. It was not possible to advance the introducer sheath to completely cannulate the contralateral gate due to aorto-ilio femoral length. The contralateral leg component was advanced outside the sheath and deployed. When the delivery catheter was being withdrawn, resistance was felt. The leading olive broke off and remained on the guidewire. The leading olive was captured with a snare. A second contralateral leg component was implanted as planned to complete the treatment. During removal of the first contralateral leg component¿s delivery system, a minor dissection occurred, which was treated with a self- expanding stent. Accommodation ballooning was performed and angiography showed successful treatment. No blood replacement products were given. The patient did well following the procedure.

Manufacturer narrative:
Results: the engineering analysis stated the following: the catheter was broken at the trailing olive. The polyimide guidewire had fractured. There was a twist on the polyimide guidewire where it had broken from the catheter. A twist in the guidewire lumen is indicative of the device being rotated. The findings from the evaluation are consistent with the physician¿s observations. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use implant procedure states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. Do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.